Event description:
A terminally ill cancer patient was receiving morphine delivered by a 6060 infusion pump in addition to other pain medication administered orally by the patient's family at the doctor's request. The situation was reported to baxter by the pharmacy that supplied the patient's hospice care provider with the infusion pump. The pharmacy technician reported that the patient expired unexpectedly from what the patient's family described as a drug overdose. Despite baxter's attempts to obtain additional information, details regarding the date of death, patient's age, weight, sex and identifier were not provided by the reporting facility. Information has also been requested regarding autopsy results (if performed), the medication that was being given orally, and additional contact information at the hospice facility. The reporting facility was not willing to release these details.